Manufacturer narrative:
Additional clarifying information was received regarding a follow up question to describe the ¿possible foreign material¿ that was previously reported. The response received stated that it was only observed that no fluid was coming out through the catheter. It was not possible to identify what caused the obstruction, as it was something internal in the catheter and nothing that could be seen externally. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure (idiopathic premature ventricular contraction (pvc) and ventricular tachycardia (vt)) with a pentaray nav, and the catheter presented internal obstruction after a certain period of use, despite continuous infusion of heparinized serum. Faced with the need to perform a new mapping and the lack of success in attempts to clear the obstruction, the doctor decided to request the replacement of the catheter. After the exchange, the procedure could proceed and be completed successfully. There was no patient consequence. Additional information was received, and it was indicated that there were no errors detected with the pump. The occlusion was identified during the flush procedure, as no saline solution was flowing. A flush was performed using the irrigation pump, along with manual irrigation. There were no issues with flow rate change at the start of ablation. It was also noted that the occlusion is suspected to be due to a possible foreign material. Follow up is being conducted to clarify and describe the ¿possible foreign material¿ as reported.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31447978l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).